Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted with pfna ii nail and pfna ii blade on (B)(6) 2011. Patient complained of pain in (B)(6) 2012 and it was discovered the nail was broken. Patient returned to or, surgeon removed the hardware, patient was revised to a dhs blade and tps plate. This is 2 of 2 reports for this complaint.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Received condition of the blade is good. The function is given. Visual are some marks to see. Based on the structure of the nail's fracture surfaces we can conclude that the investigated pfna failed because of dynamic bending and torsional loads which finally led to the fatigue failure. Over a period of time the pfna had to absorb and neutralize forces that have been greater than the tolerable load. Prolonged mechanical stressing and overload led to the fatigue failure of the pfna. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process of the implant can be excluded.